Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The reported field event of inappropriate therapy delivery was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and no anomalies were found. The cause of the inappropriate therapy delivery was due to the device settings.

Event description:
It was reported that when a patient presented for follow up the device exhibited premature eri and was found to have delivered multiple inappropriate high voltage therapies. The device was explanted and replaced. The patient was in better condition following the procedure.